Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via an ipsilateral approach, the stent was allegedly kinked during release. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023). Device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray images demonstrate the overlappingly placed stents inside the vessel ; the deformation of the stent in most proximal position like an hour glass confirms stent twisting. A stent fracture cannot be identified. In this case the lesion was pre dilated. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' H10: b5, d4 (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via an ipsilateral approach, the stent was allegedly kinked during release. It was further reported that the stent was allegedly fractured at the proximal end. The procedure was completed using another device, there was no reported patient injury.